Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had experienced a mini stroke after having a pulsed field ablation (pfa) procedure recently. It was suspected that the farawave pulsed field ablation catheter was used during the procedure and there was no device allegation against the catheter. No further information is available.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem, h6 patient codes, and h6 impact codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had experienced a mini stroke after having a pulsed field ablation (pfa) procedure recently. It was suspected that the farawave pulsed field ablation catheter was used during the procedure and there was no device allegation against the catheter. No further information is available. It was further reported that after having the pfa procedure, the patient suffered a stroke and required speech therapy and had brain scans performed. No further information is available.